Manufacturer narrative:
The rse evaluated the device remotely and determined that there was a problem with charge and power supply noise due to a defective battery. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heart start mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the battery does not charge.